Event description:
Customer reportedly obtained a result of 2.7nr on the coaguchek xs system and approximately 1.7nr on a professional device during comparison testing. No adverse event reported. Customer alters warfarin dose based on device result. Requested return of suspect system and replacement was sent.